Event description:
It was reported that an unspecified malfunction alarm occurred. The customer¿s blood glucose level was 109.8 mg/dl, which is within the normal range, and there was no adverse impact noted. Technical support arranged for a pump replacement, and the customer planned to use multiple daily injections as backup therapy to maintain insulin delivery.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.